Manufacturer narrative:
Upon further investigation, this case has been downgraded as it was confirmed that the non-functional navigation ring does not prevent the device from functioning properly. Per the instructions for use, the primary means of device parameter adjustment is the touchscreen. The touchscreen operated as designed by allowing the end user to manipulate the device settings as intended. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Therefore, this complaint no longer meets reportability requirements and was reported in error.

Manufacturer narrative:
E1: reporting address state: (B)(6) reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the field service engineer on the v60 indicating while performing preventative maintenance (pm) test & verification, it was observed that the device had a non-functional navigation ring. It is determined to replace the nav-ring to resolve the reported issue. It was reported there was no patient involvement at the time the issue was discovered. Device evaluation and repair are pending, and this investigation is ongoing.